Event description:
It was reported that the attachment began overheating during testing of the equipment. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The attachment has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the bearings were worn.